Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the groves have opened up to where she cant unscrew it. The customer also had high blood glucose was 451 mg/dl. Customer stated they were not able to remove the battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot, cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label and cracked belt clip slot.